Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported less than three months post implant that the patient developed an infection at the surface of the skin incision. The implantable pulse generator (ipg) system was removed and replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.